Event description:
The provider states the unit alarms for service. The provider states the unit has 1075 hours on it and is a rental unit. No additional information is available per the provider. Couldn't confirm serial number (B)(4).